Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument did not respond properly. Another instrument was used to complete procedure. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument failed the intuitive motion when placed on a in-house system due to frayed pitch cable. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.